Event description:
The customer reported to customer service that the housing on her transformer is damaged.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up contact with the customer she reported that the transformer housing cracked apart at the seams exposing internal electronics which is a safety risk. She did not see any smoke, fire and no injuries were sustained. The customer did report during follow up that she saw occasional sparking. A product eval confirmed that the transformer housing is cracked in half. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. (B)(4). Eval summary: a visual examination of the power supply revealed the transformer housing was cracked in half, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.99 vdc which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.99 ohms, which is normal and indicates that the thermal fuse did not blow.